Event description:
Age, sex and weight of the patient is unknown. It was reported to boston scientific that the jagtome rx sphincterotome couldn't cut properly; sphincterotomy wasn't possible. Case was completed with another of the same device.

Manufacturer narrative:
The suspect device will not be returned. A device eval will not be performed; therefore, the cause of the reported event is undetermined.